Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during use, leakage was noted from the malis integrated tubing. The location of hole is unknown. User training is scheduled. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. A hole was found in the connection area/silicone pumping segment. The hole was found in the silicone tubing and was aligned with the end of the bottom connector. The damage is consistent with abrasion that can occur when loading the tube set at either the upper or bottom sides of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. While the irrigator being used was not identified, the hole is consistent with damage that can occur when used with a ji2000 irrigator, which is not recommended for use with this tubing set. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10294 for information regarding the second device involved in this event.